Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started rewarming a patient at 12:27 to targeted temperature (tt) 37c. When they first started rewarming, the patient was 36.1c. Since, the patient temperature had dropped and was now 34.8c. Had nurse select adjust under rewarming to see the rewarm from. Nurse stated that when they selects adjust they can see the targeted temperature (tt) of 37c and the rewarm rate, there was no rewarm from. Nurse confirmed the device was programmed under normothermia. They used the normothermia for cooling as well. Suggested to set up under hypothermia to utilize the rewarming. Nurse stopped therapy and switched to hypothermia. Had nurse adjust cooling target to patients¿ current temperature of 34.8c. Nurse confirmed 'rewarm from' now says 34.8c and nurse confirmed rate and target was correct. Nurse selected start next to rewarming. Nurse will monitor over the next hour and call back if patient was still not rewarming. Follow up to case-032115. Device now alerting 116 (patient temperature change not detected). Patient temperature (pt) was still 34.9c, it had not changed since changing therapy to hypothermia and initiating rewarm. Device appears to be working properly; advised they may want to contact the provider at this time patient temperature (pt) was 34.9c, targeted temperature (tt) was 37c, rate 0.25c/hour, water temperature (wt) was 33.8c, flow rate (fr) was 2.6lpm, patient 80kg with large pads in place. Patient temperature (pt) was accurate (moved foley probe from as to monitor and it matches, also did rectal thermometer which reads 34.9c). They added warm blankets after the last call, but this did not help increase patient temperature (pt). Patient was occasionally lifting head and speaking.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Had nurse select adjust under rewarming to see the rewarm from. Nurse stated that when they select adjust, they can see the targeted temperature (tt) of 37c and the rewarm rate, there was no rewarm from. Nurse confirmed the device was programmed under normothermia. They used the normothermia for cooling as well. Suggested to set up under hypothermia to utilize the rewarming. Nurse stopped therapy and switched to hypothermia. Had nurse adjust cooling target to patients¿ current temperature of 34.8c. Nurse confirmed 'rewarm from' now says 34.8c and nurse confirmed rate and target was correct. Nurse selected start next to rewarming. Nurse will monitor over the next hour and call back if patient was still not rewarming. Follow up to case (B)(4). Device now alerting 116 (patient temperature change not detected). Patient temperature (pt) was still 34.9c, it had not changed since changing therapy to hypothermia and initiating rewarm. Device appears to be working properly; advised they may want to contact the provider at this time patient temperature (pt) was 34.9c, targeted temperature (tt) was 37c, rate 0.25c/hour, water temperature (wt) was 33.8c, flow rate (fr) was 2.6lpm, patient 80kg with large pads in place. Patient temperature (pt) was accurate (moved foley probe from as to monitor and it matches, also did rectal thermometer which reads 34.9c). They added warm blankets after the last call, but this did not help increase patient temperature (pt). Patient was occasionally lifting head and speaking. Per follow up information received via phone on (B)(6) 2025, it was reported that the device was powered off and the patient did not complete therapy using the artic sun device. Therapy was completed using a bair hugger to warm the patient. No patient impact was reported. The device did not have to be sent to the biomed team and was currently available for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started rewarming a patient at 12:27 to targeted temperature (tt) 37c. When they first started rewarming, the patient was 36.1c. Since, the patient temperature had dropped and was now 34.8c. Had nurse select adjust under rewarming to see the rewarm from. Nurse stated that when they select adjust, they can see the targeted temperature (tt) of 37c and the rewarm rate, there was no rewarm from. Nurse confirmed the device was programmed under normothermia. They used the normothermia for cooling as well. Suggested to set up under hypothermia to utilize the rewarming. Nurse stopped therapy and switched to hypothermia. Had nurse adjust cooling target to patients¿ current temperature of 34.8c. Nurse confirmed 'rewarm from' now says 34.8c and nurse confirmed rate and target was correct. Nurse selected start next to rewarming. Nurse will monitor over the next hour and call back if patient was still not rewarming. Follow up to case (B)(4). Device now alerting 116 (patient temperature change not detected). Patient temperature (pt) was still 34.9c, it had not changed since changing therapy to hypothermia and initiating rewarm. Device appears to be working properly; advised they may want to contact the provider at this time patient temperature (pt) was 34.9c, targeted temperature (tt) was 37c, rate 0.25c/hour, water temperature (wt) was 33.8c, flow rate (fr) was 2.6lpm, patient 80kg with large pads in place. Patient temperature (pt) was accurate (moved foley probe from as to monitor and it matches, also did rectal thermometer which reads 34.9c). They added warm blankets after the last call, but this did not help increase patient temperature (pt). Patient was occasionally lifting head and speaking. Per follow up information received via phone on (B)(6) 2025, it was reported that the device was powered off and the patient did not complete therapy using the artic sun device. Therapy was completed using a bair hugger to warm the patient. No patient impact was reported. The device did not have to be sent to the biomed team and was currently available for use.